Event description:
Reportedly, the intraocular lens (iol) was explanted 21 years after implant into the left eye, due to presumed calcification. Additional information has been requested of the reporter, but not yet received.

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record review was not performed. The lens was not returned, therefore it is not possible to determine whether the opacification observed by the physician is due to calcification or some other mechanism; however, three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found a frost like appearance to the intraocular lens (iol) optic. Further analysis is being completed and a follow up report will be submitted once device evaluation is completed.

Event description:
Additional information was received indicating approximately 7 years after implant, the patient alleged having poor vision and reduced visibility of the fundus. A successful lens exchange was performed and the replacement intraocular lens (iol) was implanted using suturing fixation.

Manufacturer narrative:
Analysis of the returned device was completed using optical inspection, laser confocal microscopy, scanning electron microscopy, and electron dispersive x-ray spectroscopy. It was determined that the opacification was due to the presence of round deposits on the anterior iol surface comprised primarily of calcium and phosphorous. Additional deposits containing calcium, silicon and nitrogen were also observed on the posterior side of the lens. Results of the analysis can best be described as opacification due to calcification. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The cause of calcification is multifactorial. The underlying pathogenic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the available information the most probable root cause of this event is a known procedure complication.